Event description:
Customer used the device to check blood glucose and obtained a result of 311 mg/dl. Didn't feel well and went to the hospital. Glucose was 49 mg/dl on a hospital meter. Was treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.